Event description:
A report was received indicating issues with a pump being occasionally unresponsive. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting with technical support.